Event description:
Originally stent was implanted on (B)(6) 2021. 2 icast stents were also implanted both of 6x22, placed one on each side of renals respectively (left and right). Notice narrowing on (B)(6) 2021 of the superior mesenteric artery (sma) and the celiac artery with decreased flow. This required stenting of both arteries but information of stents used is unknown. Twisting may have contributed to the occurred event, but this cannot be determined. No twisting occurred during the original procedure.